Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient became dizzy and was unable to stand alone properly. The cgm value was 130 mg/dl and the bg fs value was 43 mg/dl. The patient was with a friend, and as he was unable to stand. The patient's friend brought him some soda to drink. The patient drank the soda himself to stabilize his bg level and after 25 minutes he felt better. The patient did not remember the cgm value after the event and no other bg fs occurred. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.